Manufacturer narrative:
The nature of the design is the root cause. The fit between the bore in the acetal paddle and the stainless steel rod is not liquid-tight; it is a light interference fit, and the paddle is held in place by several cross pins. A corrective action to inform the customer to cease use of the rectal retractor (B)(4) is in preparation and will be reported under the guidelines of 21cfr part 806. This report is based on info received from a third party or developed by varian med sys. While the reported event is being investigated, some of the facts are as yet unverified. No further f/u to this MDR is expected.

Event description:
It was noticed by a varian employee that the design of the rectal retractor ((B)(6)) from the stainless steel ring and tandem combination applicator sets ((B)(6)) has the possibility that contaminates, or fluids, could enter into the ctr of the rectal retractor paddle through the cross pins or bottom rod areas. Using a part in this condition could result in infection, toxicity, or allergic reaction. There have been no customer reports of contamination. The basis for this mandatory report is an investigation by a varian employee. Related reports: 9612638-2012-00002, 00003.